Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic for follow-up. It was noted that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. No intervention was performed. There were no patient consequences.